Event description:
Hcp reported the pt was diagnosed with an infection of the device system "caused by recurrent osteomylitis of the spine." Pt was admiited to the hospital with symptoms of fever, hypotension, confusion, and blurred vision. Pt was treated with IV antibiotics and total device system explant. Pt was discharged to home with antibiotics and oral baclofen. Pt's risk factors are that pt is a paraplegic and has chronic osteomylitis of the spine.